Event description:
The ge oec 9800 fluoroscopy system has locked up several times during the past several days.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the generator interface board causing the system malfunction. The gib was removed and replaced, the system was tested and found to be operating as intended. There was no negative patient effect as a result of this issue. The system was released to the customer for use.